Event description:
Six transducers failed to produce a wave form. A few were identified to be within the same lot#. Locations and dates: 2009 ICU - cvp line was working for 6 hours and then stopped working. Changing transducer corrected problem immediately. Nine days prior, ICU# - transducer not producing wave form and replaced. The previous month, or - cvp not working. Replaced transducer and now working.